Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Received was a section of the device. A break was noted in the hypotube. The break was located at 97.3cm proximal from the tip. The proximal section of the break, including the proximal section of the hypotube and manifold was not returned for analysis. Microscopic examination of the break site found that the break appeared to have occurred from a severe kink. No damage to balloon, blades or tip.

Event description:
Reportable based on device analysis completed on 10feb2022. It was reported that the balloon broke. The target lesion was located in the calcified diagonal artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon broke near the hub. The device was pulled out and the procedure was completed with a different device. There were no patient complications were reported. However, device analysis revealed that a hypotube break.